Event description:
It was reported PICC line leakage occurred above the insertion site on the second day post-placement. After removal and connector replacement, leakage reoccurred above the insertion site on the third day. The catheter was removed and replaced with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. Two photographs of a 4fr sl groshong nxt catheter were returned for evaluation. Inspection of the photographs found that a stream of liquid was visible exiting the catheter tubing between the 41 cm and 42 cm depth markers while indwelling in the patient. No features of the damage causing the leak were visible and no other remarkable features were observed in either photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.